Event description:
According to the op report, this valve was explanted due to pannus and thrombus entrapping one of the leaflets. At explant, there was pannus overgrowth on the medial leaflet and some relatively "fresh" organized clot within the medial portion of the valve. The valve was replaced with a sjm 25mj-501, and the patient was noted to have "tolerated the procedure well".